Event description:
It was reported that loop stitching failure occured. The failure was found before use.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo received a complaint indicating that stitching inside of the sling loop had failed. No injuries to patient were reported. It has been established that the sling was not being used for patient handling at the time of the event. The tear was noticed during a sling inspection performed by the customer¿s staff. As soon as malfunction was noticed, sling was withdrawn from use. The pictures of the sling confirmed that the loop stitching was partially broken apart. The manufacturer requested to return the faulty sling for further evaluation. However, the customer deposed off the sling, therefore the cause of the loose stitching cannot be established. The instruction for use for the loop sling stated that before and after every use the caregiver should check the sling for signs of any deviations: "check part of the sling the complete sling should be checked for all deviations, listed below. If any of these deviations are visible, replace the sling immediately: fraying, loose stitching, tears, holes, discoloration or stains from bleaching, sling soiled or stained, unreadable or damaged label¿. Based on the information provided in the instruction for use the sling showing signs of unstitching, should be withdrawn and replaced . In the investigated complaint the customer noticed the stitching malfunction and, following the IFU, withdrawn sling from use. To sum up, it was reported by the customer that the stitching inside of the sling loop failed and from that perspective sling did not meet the manufacturer¿s specification. No patient involvement nor injuries were reported in relation to this failure. This complaint has been determined reportable in an abundance of caution due to allegation that stitching inside of the sling loop had failed.

Manufacturer narrative:
The collecting of the information is ongoing. Additional information will be provided upon investigation conclusion.